Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the ratcheting handle was damaged when the surgeon malleted it. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.